Event description:
Information received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the siderail pivot mechanism was broken preventing the siderail from latching and causing it to swing side to side. The technician replaced the siderail to repair the bed.